Event description:
Technician alleged that the siderail could not latch.

Manufacturer narrative:
The technician found the siderail latch cover bent and catching on the siderail latch. The technician replaced the siderail latch cover to resolve the issue.